Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power upgrade kit was replaced to resolve the issue. Legal manufacturer: hcs madison block a: no report of patient involvement. 3030 ohmeda dr, USA madison, wi 53718.